Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device was difficult to unload. There was poor staple formation, it was not closing properly. At the end of the stapling the handle and the load were locked, and was hard to remove because it did not close properly, "tearing" the suture performed. The patient's hospitalization was extended due the issue. The patient is alive with no injury.